Event description:
Rn reported two incidents (2/9/99, 2/10/99) of minicaps with cracks and betadine leaking. Home pt is currently in training and rn is attaching minicap to transfer set. Home pt alerted rn to betadine leak. Per rn transfer set soaked in betadine and minicap replaced by rn. No home pt injury or medical intervention associated with these incidents.